Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While preparing the devices for use, the pusher wires of three ruby coils became bent and were not used in the procedure.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00738 and 00740. Device was disposed of by hospital.